Event description:
Customer reported that the "head twisted off". The technician stated that two anchors broke in the same manner during this surgery and both anchors broke at the eyelet location during insertion. Both threaded portions of these anchors remain embedded in the patient's bone. Another twinfix device was used to successfully complete the surgery. The surgeon did not experience a significant delay as a result. The tech did not recall how the sites were prepared prior to insertion, but did state that they were not pre-drilled. The bone quality of the patient was unknown. It was mentioned that the surgeon has been pre-drilling since this issue and has not experienced any further breakages.